Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "air in line" alarm. No adverse effects reported.

Manufacturer narrative:
Other, other text: h10: one cadd solis vip pump was returned for investigation in used condition. The customer reported product problem was verified during functional testing. There was a high alarm displayed: air-in-line detected during testing. This alarm was produced because the air detector was inoperable. The problem source of the reported product problem was unknown. A root cause was not established. The air detector was replaced to address the reported issue.